Event description:
Upon removal of the catheter, the outer coil of the guidewire separated from the core of the wire. The physician removed the catheter and broken wire and restarted the procedure using a standard 035150 cm 3 mm j wire and the same pigtail catheter from the merit kit used on the first attempt. The procedure was successfully performed. There was no injury to the patient and the patient has fully recovered from this procedure.

Manufacturer narrative:
Since the device was not returned, it could not be evaluated. If additional information becomes available regarding this event, a follow-up report will be filed.